Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was over delivering insulin due to they experienced low blood glucose. Blood glucose level was 36 mg/dl which was treated with glucagon. Customer was went to hospital but was not admitted. Customer stated they believed it happened due to occlusion in infusion set. Customer stated that they were unable to upload carelink. The insulin pump will not be returned for analysis.